Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 117 mg/dl at the time of incident and other blood glucose values were 408 mg/dl, 357 mg/dl, 345 mg/dl, 250 mg/dl, 217 mg/dl, 242 mg/dl, 343 mg/dl, 393 mg/dl and 397 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was unsure if auto mode feature was active or not. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that they did not allege insulin pump was under delivering. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.